Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was intermittently not working. The customer has to jiggle the key switch.

Manufacturer narrative:
Additional information provided in d.10., h.3., and h.10. The nonconforming laser radio frequency identification (rfid) printed circuit board (pcb) was received for evaluation. The reported issue was replicated and further evaluation found a nonconforming component. The root cause of the reported event can be attributed to a nonconforming component on the laser radio frequency identification (rfid) printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and replicated the reported event. The company service representative verified that the laser would not fully operate if a laser probe was plugged in prior to turning the unit on. The nonconforming laser radio frequency identification (rfid) printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser radio frequency identification (rfid) printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).